Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02apr2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on march 05, 2024, with catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed opening on posterior side assessed as surgical damage. No further actions are required as the device was implanted.